Event description:
A surgeon reported that a pt had an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The iol was exchanged for the same model with different diopter power. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. Add'l info was requested by phone, fax and mail on (B)(4) 2012 and (B)(4) 2012. A completed questionnaire has not been received. (B)(4).